Manufacturer narrative:
Insulin pump was received with loud motor noise during testing due to a faulty motor. Cracks to the reservoir tube lip, battery tube threads, lcd window, reservoir tube window and missing end cap stick also noted.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is malfunctioning. The blood glucose reading is unknown. Nothing further reported.